Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date implanted - 25 to 30 years ago. Concomitant medical products: unknown cup catalog#: unknown lot#: unknown, unknown stem catalog#: unknown lot#: unknown. It is unknown if device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple mdrs have been filed for this event. See associated report: 0001822565-2017-01925.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 25 years post-implantation due to dislocation, wear and disassociation of the acetabular liner, and osteolysis. During the procedure, non-union of a greater trochanter fracture that was noted. It is unknown when the fracture occurred. The femoral head, acetabular liner, and femoral stem were removed and replaced and no additional patient consequences were reported.